Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results: one unit was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed a brown substance on the plunger rod of the syringe. The engineer concludes that the substance is most likely grease. A complaint history check revealed no similar incidents for reported lot number 6327662. Conclusion: bd was able to confirm the customer's indicated failure mode based on the provided sample.(B)(4).

Event description:
There appeared to be blood in the 20 ml bd syringe with bd luer-lok¿ tip.